Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using (1) bd preset¿ eclipse¿, there was foreign material on the plunger stopper. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿, there was foreign material on the plunger stopper. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-aug-2025. Investigation summary: bd received three photos and one sample for investigation. The evaluation of the returned sample indicated the presence of light brown/orange colored foreign material in the sample on the plunger stopper. Additionally, ten retained samples were visually inspected, and no foreign material was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.